Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic surgery the tip of three different implants broke off. The broken pieces were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with an ar-5028c-09. It was not necessary to switch the surgical technique or do a second surgery. 17-may-2023 update dw: further information were provided that the surgeon used all the reported implants during one surgery and therefore extended the drill hole to 9mm. It was further reported that a part of the last implant which was used to finish the surgery broke off as well. However the surgeon was satisfied with the fixation and therefore finished the surgery with the damaged implant.

Manufacturer narrative:
The complaint is confirmed. (1) unpackaged ar-5028c-09 round delta tapered biocomposite screw 9x28mm was returned for investigation. One screw head was received for evaluation. Visual evaluation found that the screw was broken off. Only part of the screw was returned for evaluation. There was no functional test for this device that arrived broken for evaluation. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is user error in applying excessive force. Per dfu-0111 at revision. 1 5. Bio cortical and delta tapered interference screw only: insert the screwdriver into the screw to a fully seated position. Failure to engage the screw completely may result in damage to the implant. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.